Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Health professional reported right side infection. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and noted the device weighed 337.12 grams. Visual analysis of the device noted wear abrasion and crease folding. Under microscopic analysis a sharp-crease opening was observed with stress marks. Based on the device analysis the final assessment is: one opening, sharp crease on the radius side of the shell, assessed as fold flaw opening. Additional information: d10, h3, h6.

Event description:
Health professional reported right side infection. The device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that the work order was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Health professional reported right side infection. The device has been explanted.